Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 144967: 30 items manufactured and released on 18 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 3 years after primary. The surgeon revised the liner and resurfaced the patella. The surgery was completed successfully.